Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis dfc system. The user facility reported that a patient passed away following implant of a pacemaker. The condition of the patient prior to the procedure is not known and no other details have been provided at this time.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation does not indicate a system failure or malfunction and no non-conformity was identified. The service engineer (cse) checked the system and the image calibration. He acquired new images and reviewed it. No system malfunction could be identified. During review of the images of the affected patients the cse found that in all images the patient/system was positioned such that the high-density spine was in the center of the image. The spine is surrounded by low-density tissue/air (lung). The system regulates the dose, and thus the brightness of the image, to a region in the center of the image. Because the system/patient was positioned such that the high-density spine was in the image center the necessary dose was predicted by the algorithm to be high. This resulted in a high dose to the detector in projection to the left lung which resulted in the bright displayed area next to the spine. This system behavior can be partially compensated by using the finger filter in the collimator as described in the operator manual. The system worked as specified and described in the operator manual. Therefore no corrective action in the field is required.